Event description:
It was reported that the patient¿s glucose trended downward around a mealtime, a meal was announced at 86 mg/dl, and after eating the patient¿s glucose decreased to 74 mg/dl, prompting treatment with approximately 15 grams of fast-acting glucose; the agent reviewed best practices for meal announcements and low treatments, and advised ongoing monitoring. Symptoms included hypoglycemia with sensor readings in the 70s mg/dl range. Outcomes included stabilization to 85 mg/dl with a steady trend, no alarms, no emergency care, and no hospitalization. Investigation included customer communication, review of use conditions, and troubleshooting and education on appropriate hypoglycemia treatment and meal announcement timing. Investigation of this case revealed user-managed hypoglycemia with potential overtreatment risk acknowledged and addressed through education, with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors.

Manufacturer narrative:
Initial.